Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation was automatically turning off after 1-2 hours. It was noted that the screen turns black. It was noted that this started on the day prior to report. It was noted that the patient was not doing anything specific and that it just occurred randomly. It was noted that the reporter did check with the patient programmer to confirm the stimulation was turning off on its own. It was noted that she had changed the batteries as well. Additional information was requested but was not available as of the date of this report.